Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main matrix drawer 1 rails were sticky. A field service engineer replaced the rails with (119409-01) and (119409-02) to resolve the issue. Additionally, preventative maintenance was conducted on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed, which hinders users from accessing medication for a patient. This incident resulted in a delay to patient care. The customer stated that the top drawer, which houses the return bin, repeatedly failed to open. Upon consulting with the nursing staff, the customer learned that this drawer malfunctioned multiple times each day, and the staff had been trying to address the problem on their own. Since this drawer was specifically intended for the return bin, it caused confusion and inconsistencies concerning controlled medications, as the staff were unsure if items were being accurately logged as returned. Furthermore, the drawer automatically activates options like "return to pharmacy" or "empty return bin," which has further hindered their ability to dispense items from the top drawer. There were no adverse events or injuries reported based on this event.